Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the catheter demonstrated signs of use in the form of elevator marks along the shaft. The elevator marks measured approximately 34mm and 39mm from the tip. No damage was noted. An image assessment was performed. The device was plugged into the controller. A poor quality image was displayed, the device was articulated and the image remained distorted and then was ultimately lost. Real-time x-ray was used to image the distal tip, including the tsvs, redistribution layer (rdl), and camera wires. No damage was observed to the camera wires at or inside of the camera housing/cap. In the handle, possible damage was identified to the camera wires. No other issues were observed in the handle. The handle was opened and the camera wire was visually inspected. There was damaged noted to the camera wire coating. The reported event was confirmed. Analysis found that the camera wire was damaged inside of the handle. Based on the location of the camera wire damage it is likely that interaction with the articulation wires could have contributed to the camera wire failure. It is likely that the damaged camera wire failed contributed to the reported image issue. Based on all gathered information, the most probable cause of this complaint is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue. Although the lot number of the device was not reported, a customer shipment history search was performed to identify the most probable lot associated with the complaint. A device history record (DHR) review performed on the most probable lot identified (25058184, 25175521, and 25357866) indicates that the device was manufactured in accordance with the device master record and met manufacturing specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during an electrohydraulic lithotripsy (ehl) procedure performed in the ductus choledochus on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost after 30 minutes. Reportedly, the visualization issue occurred during ehl. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during an electrohydraulic lithotripsy (ehl) procedure performed in the ductus choledochus on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost after 30 minutes. Reportedly, the visualization issue occurred during ehl. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.